Manufacturer narrative:
During inspection and testing, the scope leaked from the channel due to perforations caused by endotherapy accessories. The biopsy channel was leaking. There were 2 full image guide bundle breakages. The ultrasound image had 3 full broken elements at 11,12, 16. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A biomedical engineer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope displayed no image/colored snow like image during an unspecified procedure. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported issue of no image/snowy image was not reproduced. Olympus will continue to monitor field performance for this device.